Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'system error 345' was not reproduced. A review of the history log revealed as 'system error 345 -thermistor disparity '. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No component could be determined for causality .the force sensor requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.